Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided. Guide wire: balance middleweight. Guide cath: jl4.0. The 2.5 x 15 mm rx xience v stent and additional voyager dilatation catheter mentioned are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effect of vessel dissection is listed as a known adverse event in the voyager rx, global ce instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a non-abbott guide wire was advanced into a non-abbott guiding catheter via radial access and past lesions in the mid left circumflex (lcx) coronary artery. Pre-dilatation of the lesion was then performed with a 2.0x15 voyager balloon dilatation catheter (bdc); dissection in the lcx was noted. A 2.5x15 xience v rx stent delivery system (sds) was then advanced to treat the lesion in the lcx, however, the xience v sds was unable to cross through the proximal lcx, despite multiple attempts to cross with no force applied. When withdrawing the 2.5x15 xience v rx sds from the anatomy, resistance was felt and the stent dislodged in the left main to proximal segment of the lcx. An attempt was made to snare the dislodged stent using both a balance middleweight and the same non-abbott guide wires (double guide wire winding technique), but was unsuccessful. To prevent stent embolization, a smaller 1.5x15 voyager bdc was advanced through the dislodged stent and the stent was deployed with 12 millimeters (mm) of the deployed stent within the target lesion with the other 3mm deployed in healthy tissue; the patient began to experience chest pain and an angiography showed exacerbation of the dissection. A 3.0x8 voyager nc bdc was then advanced and inflated at high pressure to complete the stent expansion, as planned, resolving the chest pain. Angiography showed good blood flow to the lad. The dissection self resolved. No resistance was noted at any time during the use of each voyager device. Treatment of the lesion was considered satisfactory with no plan to treat the remaining 3mm segment.